Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records do not contain hospital progress notes, dialysis progress notes, dialysis treatment records, admission records or admission medication records for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s hospitalization for peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the patient¿s hospitalization for peritonitis. There is no documentation in the medical record that indicates a causal relationship between the peritoneal dialysis solution and the patient¿s hospitalization for peritonitis. The medical records do not indicate cause of the patient¿s peritonitis. The pdrn stated she could not specify the date of this event and indicated sample was not available. The pdrn stated the bacterial growth is unknown and that the patient is currently continuing with peritoneal dialysis and on antibiotics. Medical records reveal the peritoneal dialysis fluid culture had no growth after 3 days however; the patient¿s neutrophil count was elevated. In addition, the patient had an elevated blood serum wbc count. A call was placed to the pdrn. Pdrn indicated the patient had contaminated herself through the cassette tubing for her cycler. The pdrn stated the patient had accidentally pulled out the blue trigger, which caused fluid to leak. Pdrn stated it was the exposure to the air which caused the contamination.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for peritonitis on (B)(6) 2016 and discharged on (B)(6) 2016 due to breach in aseptic technique. Patient was treated with antibiotics. Official date of diagnosis is unknown. Medical records received reveal patient was initially admitted into the hospital with elevated troponin but subsequently determined to have peritonitis. Patient was admitted into the hospital for peritonitis (B)(6) 2016. The patient was initially thought to have a cardiac injury. However, physician notes state patient¿s ¿troponins subsided without any spike in her cpk and mb were normal; therefore, not indicating a cardiac injury pattern.¿ additional physician notes state patient ¿had no further chest pain as well; she was evaluated with an echocardiogram which showed a normal ejection fraction off 60 ¿ 65%, with no wall motion abnormality; again shown that she did not have a cardiac injury.¿ further physician notes state the patient had a ¿normal EKG.¿